Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's insulin pump had been delivering insulin without user input for the last 4 days. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The caller stated the pump keypad is locked at all times and no one can get into the pump to make changes. Troubleshooting was not completed, however, the carelink report showed some of the boluses the caller stated they did not enter, but the report showed manual entries for blood glucose readings and carb readings with those boluses. The customer had been in the 200 mg/dl range for the last few weeks. The insulin pump will be returned and reservoir will not be returned for analysis.